Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was experienced with the pacing lead model in general. The physician had noted a change in the way the lead handles and commented that the lead model had become more difficult to implant. No patient complications have been reported as a result of this event.